Event description:
Consumer called to report a bit of a problem with her meter. She was shaking, trembling, out of it, near unconsciousness, close to having a seizure. Needed to call an ambulance for assistance.